Event description:
As initially reported by physician on behalf of consumer stated that after wearing contact lenses, the consumer experienced ulcer and she visited us for care. The physician confirmed that the ulcer is healing. The current status of the consumer¿s eye is symptoms continuing at the time of this report. Additional information is requested but not yet available. As per the information received during the follow up the consumer visited the physician with the complaints of burning and red in the left eye, the consumer was diagnosed with central corneal ulcer in the left eye and was prescribed ofloxacin drops 0.3% one drop for every one hour seven times while awake for left eye. Symptoms were improving at the time of this report and additional information had not been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by physician on behalf of consumer stated that after wearing contact lenses, the consumer experienced ulcer and she visited us for care. The physician confirmed that the ulcer is healing. The current status of the consumer¿s eye is symptoms continuing at the time of this report. Additional information is requested but not yet available.